Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a blood transfusion, a leak occurred at the connection of the spin collar to the needleless connector with 70 ml vtbi remaining. The patient had a PICC line, and occurred 1.5 hours after the start of the infusion. No patient harm was reported.